Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .057 - .219 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, a loose cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.